Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pen is not dispensing insulin when the dose button is pushed. Customer tried another needle and repeated priming but no insulin was coming out. Customer declined further troubleshooting. No harm requiring medical intervention was reported. The device is not expected to return for analysis.